Manufacturer narrative:
Follow up is ongoing to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results.

Event description:
As reported, during insertion of the femoral artery catheter of this volume view set, user felt resistance when introducing the guide wire. Vascular surgeon intervention was needed to remove the guide wire from inside the patient. Upon removal, the guide wire was found frayed.

Manufacturer narrative:
As per further clarification, it was informed that the device was discarded by the hospital, therefore it could not be evaluated. However, the manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully.

Manufacturer narrative:
Added information to section: h6 (type of investigation) updated h6 (impact code, clinical code, investigation findings, investigations conclusion) the manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering evaluation, as part of the manufacturing process the guidewire inspection is performed. Additionally, a visual and dimensional inspection process is performed to the the purchased dilators as part of the incoming insertion process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.